Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had molding defect that inhibits the tubes inability to perform. There was no report of impact to patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that 3 tubes had molding defect that inhibits the tubes inability to perform. There was no report of impact to patient or user.

Manufacturer narrative:
The following field has been updated with corrected information: b5: describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that 3 tubes had molding defect that inhibits the tubes inability to perform. There was no report of impact to patient or user. H.6. Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged tube was observed. The inside of the used tube had an indentation where plastic was peeled away from the sidewall. No photos of unused tubes have been returned exhibiting this damage. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged tube based on photos. Bd was not able to identify an exact root cause for the indicated failure mode. Bd can confirm that nothing is introduced inside the tube during manufacturing that could cause this damage. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.